Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:based on the course of events and observations by the engineer, the root-cause for the failure was a defective blower (insufficient performance/airflow), the root cause of the \ "release valve defective\ " alarm could not be determined. After replacement of blower and ambient valve, the unit worked as required. There was no ventilation and no patient involvement. After replacing the part as correction, the unit was working as required. There was no patient or user harm. The identified root-cause was confirmed. Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but is likely to cause serious injury or death, if it were to recur. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was prepared for treatment.

Event description:
Unit giving tf 231009, 231001,431002 release valve effective alarm coming on screen.